Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred during basal delivery. System check could not be performed with tandem technical support, as the occlusion alarms occurred in the past. Customer reverted to a manual insulin injection. Customer cleared two of the occlusion alarms. Customer changed supplies to address the other occlusion alarm and resumed insulin. Customer's blood glucose level was 319 mg/dl.